Event description:
It was reported that during an initial total knee arthroplasty, the pegs of the cut block fractured. There was a surgical delay of several minutes while the fractured pegs were retrieved. Backup instrumentation was used to complete the procedure without further complication. All available information has been provided.

Manufacturer narrative:
(b)(4)The product has been received by Zimmer Biomet and the investigation is in process. Upon completion of the investigation, a Follow-up MDR will be submitted.